Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/ approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) already had a unilateral dbs system implanted and underwent implantation of the second side (left brain hemisphere) on (B)(6) 2013. There were no reported issues or complications during the surgery. Approximately 1-3 hours following the procedure, the patient suffered a severe stroke and was taken back to neuro theatre for additional surgery. Follow up information revealed the patient remains hospitalized. It was reported the surgeon does not believe the reported event was device related. There is no further information available at this time.